Manufacturer narrative:
Concomitant medical products: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: lead.

Event description:
Information was received from a patient. It was reported that there was a lead a lead came loose with their first device. The patient stated that the lead was jabbing them in the back from the inside out and caused them a lot of pain. The patient¿s healthcare provider (hcp) replaced the loose unanchored lead with an MRI safe one, but kept the other lead because it was still working fine. It was noted that the patient¿s implantable neurostimulator (ins) battery was only replaced because the patient was already getting surgery for the lead replacement. Also, the hcp wanted to put a newer implant with more settings and options for reprogramming. The patient reported that the lead had migrated, but wasn¿t twisted or coiled. During the revision, there were no allegations of a system or use issue. The lead revision occurred on (B)(6) 2013 and the patient recovered completely afterwards. No further complications were reported or anticipated. Indications for use are spinal pain, peripheral neuropathy, and degenerative disc disease.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.